Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold and abnormal high impedance measurements. A lead insulation defect is suspected to be the cause of the reported suboptimal electrical values. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold and high out of range pacing impedance measurements when connected to the pacing system analyzer (psa). A lead insulation defect is suspected to be the cause of the reported suboptimal electrical values. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried body fluid in the helix housing, coils were found to be stretched at approximately 72 mm from the terminal end and a bend in the lead body at approximately 460 mm from terminal end was also observed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additionally, a stylet insertion test was performed and passed without difficulties, indicating there was no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold and high out of range pacing impedance measurements when connected to the pacing system analyzer (psa). A lead insulation defect is suspected to be the cause of the reported suboptimal electrical values. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis.